Manufacturer narrative:
On 10/21/2015: customer reported that he has a new health care provider (hcp). Hcp requires 3 weeks worth of data before making any changes to personal pump settings. Additionally, review of pump data by tandem technical support showed that the user boluses around the same time every night and roughly the same dosage. Customer was made aware that if he skips a meal or eats less and still delivers the same dosage, a drop in blood glucose level will occur. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose level was 26 mg/dl. The patient ended up in a coma, and the ambulance was called. The customer was treated at home with a dextrose saline drip, and was not transported to the hospital.